Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has a constant audible tone and the keypad buttons are not responsive. Customer's blood glucose was 300 mg/dl at the time of incident. Troubleshooting advised customer to remove battery for 2 hours but tone could not be cleared after the battery was reinstalled. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump was monitored and had no audio beep anomaly, constant tone alarm or frozen screen noted. The buttons responded properly. The insulin pump had minor scratched display window and broken reservoir tube lip.